Event description:
It was reported that insyte autoguard yel 24ga x .75in came apart. This occurred on 2 occasions. The following information was provided by the initial reporter: material no.: 381412 batch no.:0344689. It was reported "I have some defective insytes ref# 381412, lot# 0344689. These are coming apart taking them out of the packaging. I have examples."

Manufacturer narrative:
H.6. Investigation: bd received one hundred eight unopened units and one opened retracted unit from lot 0344689 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible/mechanical damage to the unopened units. However, the retracted unit was found to have a loose adapter and the tab faced the button. The needle cover was reoriented on the grip and the unit was reset to the un-retracted position with no difficulties. Next, the cover was inspected under magnification and no damage or deformation to the catheter. Based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard yel 24ga x .75in came apart. This occurred on 2 occasions. The following information was provided by the initial reporter: material no.: 381412, batch no: 0344689. It was reported "I have some defective insytes ref# 381412 lot# 0344689. These are coming apart taking them out of the packaging. I have examples."